Event description:
It was reported that an ilet user¿s caregiver observed faster-than-usual battery depletion, with the device charging to full and dropping below half charge within the same day, while the pump otherwise functioned normally and both charging pads indicated normal operation. Symptoms included no reported adverse health effects. Outcomes included no impact on the user¿s health and no medical intervention. Investigation included internal engineering log review. Investigation of this case revealed no device malfunction other than accelerated battery drain and no anomalies identified in the logs. It was concluded that the complaint is confirmed for increased battery depletion without associated clinical harm.